Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair that was relevant to the complaint has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Additional contact information (B)(6).

Event description:
It was reported that the device alerted with cassette not attached. Lock cassette before starting pump. They tried the usual troubleshooting: replacing the cassette tubing, locking and unlocking, turning on and off, but no changes occurred. There was patient involvement with no harm/adverse event reported.